Manufacturer narrative:
Corrected information was provided in g1 (manufacturing site name). Upon review, it was identified that it was inadvertently omitted from the initial report. Recaptured codes on h6 (health effect - impact code).

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Fluid leak-side arm: the cause of the fluid leak sidearm was not determined due to the leak being unable to be reproduced on the returned product and insufficient clinical details.

Manufacturer narrative:
Corrected information was provided in d4. Upon review, the primary UDI number has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6. Health effect - impact code added. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
B1, b2, h1: updated reportability per new information. H6: updated code to f29 per new information. Clinical rationale: an impella cp device was inserted into the right femoral artery in a 72-year-old male patient presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage c shock, on multiple inotropes and vasopressors, and was on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), a small amount of purge fluid was dropping out of the pressure reservoir of the purge sidearm. The pump was functioning as intended, so the physician didn't want to change the pump. Five days later, the family elected to withdraw care, and the patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock, along with the complications of stage c shock. Return status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. During support, a small amount of purge fluid was observed dripping from the pressure reservoir of the purge sidearm during use. The pump remained operational and continued to function as intended with stable performance parameters. No alarms were reported. The clinic evaluated the device and determined that pump exchange was not required. The device remained in use.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D3 (manufacturer fax), e4 (reporter also sent report to FDA?) And g1 (manufacturer contact fax number) has been added as these were omitted from the initial mw submitted. D4 (catalog and serial) has been updated. H3 (device evaluated by manufacturer?) Has been updated since the physical product was returned and the pi was completed. Fluid leak-side arm: the cause of the fluid leak sidearm was not determined due to the leak being unable to be reproduced on the returned product and insufficient clinical details.